Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the led test failure was due to a defective main circuit board (pcb) and top case assembly. The main pcb and top case assembly were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to pass its led light test. There was no patient injury reported as a result of this incident.